Manufacturer narrative:
During the onsite visit by the field service engineer (fse) an energy sensor and beam splitter was replaced, and successfully completed system verification to specification. Service parts were returned for evaluation. Visual inspection of the energy sensor and the mounted beam splitter showed burning on the beam splitter. The wearing of the beam splitter due to influence of the laser is considered normal. During the failure analysis, the reported error message could not be reproduced. The root cause could not be identified conclusively. The most possible root cause for the reported problem is the burn spot on the beam splitter in combination with a longer time duration from the last calibration table that was completed. (B)(4).

Event description:
Additional information from the reporter indicated once the laser was rebooted, an energy check was also performed prior to completion of the surgery.

Manufacturer narrative:
A supplemental medical device report (smdr) # 01 is being filed to correct the date on the prior filed initial report. Incorrect date of (B)(6) 2016 is being corrected to (B)(6) 2016. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported secondary energy too high message during laser treatment. Additional information received reported that this error occurred after eight percent of treatment, the treatment was able to be completed after the laser was rebooted, and there was no harm or adverse effects to the patient.